Event description:
Rptr called in 2002 regarding a pt. She alleged that the pt's one touch basic meter was reading inaccurately low and resulted in pt being treated at the emergency room. Pt lives in jamaica, but comes to the united states to live with her 6 months out of the year. Pt has had diabetes for about 4 to 5 years and had been using the subject meter for about a year. She had noticed low readings (in the 50s) since a month ago. During this time, pt was still in jamaica and was "feeling sick and weak". Pt had also stopped taking their set amount of medications (glucotrol and glucophage dosage unk) since the meter readings were always low. Pt came to the USA a few days back. Pt got a reading of 31 mg/dl in the morning. Pt did not take their diabetes medication since the reading was low. Pt called her on their cell phone and since pt was feeling "nauseous, and shaky". She advised pt to drink some orange juice. No further info has been reported.